Event description:
It was reported that the user experienced repeated libre 3 plus sensor issues, including sensor unavailable and sensor error alerts, during overnight use with the ilet, after which the glucose reading rose from approximately 78 mg/dl to 141 mg/dl and the ilet delivered 1.57 units of insulin followed by a rapid drop that the user perceived as a potential low; troubleshooting and education were provided, including data sync review and guidance to replace the sensor when available. Symptoms included suspected hypoglycemia, though the user reported feeling fine and drank 6 oz of juice. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of uploaded device data and guidance to confirm readings with a glucometer within a 20 percent margin when sensor values resume. Investigation of this case revealed a libre 3 plus performance issue with intermittent sensor unavailability and error that could have contributed to discordant glucose readings and subsequent insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.